Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited undersensing and an insufficient amplitude measurement. The lead was not implanted. No patient complications have been reported as a result of this event.